Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Only the deployed stent was returned. No anomalies were noted to the stent. Functional testing could not be performed due to the condition of the returned device. The returned stent was noted to be deployed in the hub of the concurrent complaint device. The associated microcatheter was noted to be kinked which is likely to have occurred during use resulting in the reported friction. Therefore an assignable cause of procedural factors will be assigned to the as reported premature deployment of the stent.

Event description:
It was reported that during procedure, the stent was advanced inside the microcatheter and sever resistance was experience. The stent was then removed and while removing the stent, it deployed premature inside the microcatheter. There were no clinical consequences to the patient reported.